Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient had experience blurry vision on both eye at a 25 day post op exam. The patients comments were that blurry vison was for 24 hours. At a 47 day post op exam, the blurry vision was still present and it was reported the event was lasting and disabling, significantly interfering with daily activities. Pre-op: bcva from (B)(6) 2016: right eye (od) pre-op 20/20 -8.75 x -.50 x 5, left eye (os) pre-op 20/20 -8.25 x -.25 x 150. Post-op: bcva from (B)(6) 2016: right eye (od) post-op 20/20 -1.00 x -.25 x 67, left eye (os) post-op 20/20 -.75 x -.25 x 155.